Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: product ID: 4557m-53, implanted: (B)(6) 1996 . (B)(4).

Event description:
It was reported that there was premature battery depletion. The device was explanted and not replaced. No patient complications have been reported as a result of this event.